Event description:
Additional information was received from a consumer reported the pump was overdosing the patient and not working right. The pump healthcare provider was not returning the patient or the patient's primary care physician's calls. The patient was having a hard time finding a physician to explant the pump. The patient could not get help because of the pain pump. It was unknown why the pump hcp was not returning the patient's calls. It was noted that the patient walked out of an appointment 3 months ago because the hcp made him wait over 2 hours.

Manufacturer narrative:
Product ID 8590-1, lot# n499960, implanted: 2014 (B)(6); product type accessory product ID 8835, serial# (B)(4), product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had been hospitalized twice due to anxiety and problems with the pump, and that the pain pump did not work. It was clarified that the patient was "not breathing." On 2015 (B)(6), the patient went to the hospital and was told nothing was wrong with them, and it was their pump. Subsequently, on 2015 (B)(6), the patient went to another hospital and was again told that nothing was wrong with them, it was their pump. The patient was released the next day. The patient could not get to their healthcare provider (hcp), because, they were 100 miles away; no one would touch them where they were at, because, they had the pump. The local emergency room (ER) and the patient's managing hcp refused to see them; the ER asked them to leave, as they did not deal with pain pumps. The patient wanted the pump removed. The patient was redirected to their hcp. The pump was being used to infuse dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s hcp turned up the pump the beginning of (B)(6), and since then the patient had fallen and broke his glasses and teeth. The patient felt like the pump was overdosing him and it caused him to fall and break his glasses and teeth. The patient had bad anxiety and had lost 40 pounds. The reporter was to follow up with the hcp. The patient had been to the ER twice, and they reportedly could not help him. The patient wanted the pump turned off, and explanted, and felt ¿like cutting the pump out himself.¿